Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were broken, and the device was not working. The ipp was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders found wear at folds in the proximal, middle, and distal parts of the cylinder body. The first cylinder had holes in the outer tube at the proximal and distal ends and broken fabric threads from wear in the middle and distal portions of the cylinder. A hole was found in the middle inner tube of this same cylinder. The other cylinder had a hole in the outer tube and broken fabric threads at the middle of the cylinder. A bulge was identified at the middle of this cylinder. The pump was kink resistant tubing (krt) was worn to the filament and the outer layer of the pump bulb was worn from wear against the pump strain relief junction. The pump passed the leakage testing. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were broken, and the device was not working. The ipp was replaced. There were no additional patient complications reported.